Event description:
The dealer states when he tried to replace the drive wheels on the chair, the motor/gearbox was frozen and he was unable to get them off either side so he is replacing the motor/gearboxes right and left also. The wheels were being replaced due to normal wear and tear.